Event description:
It was reported that the pacemaker clinic called for troubleshooting assistance as the right ventricular (rv) lead displayed high impedance. A chest x-ray revealed what appeared to be a complete lead fracture. The lead is 15 cm in length and was implanted when the patient was an infant apprxoimately 11 years ago. A chest x-ray approximately 3 years prior showed the intact lead had very little slack. The patient has grown approx 4 inches since that time. A new dual chamber pectoral implant was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).